Event description:
In 2000, the facility's purchasing agent informed the distributor's marketing manager of the following: the dr inserted the device in 2000. Upon first use, the pt had severe pain. Dye was injected and under x-ray a leak was found. In 2000, the pt returned to the or and the device was explanted and replaced with a new one (catalog/lot # not provided). No further details were provided.